Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 6935m55 lead; 6725 adaptor implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post replacement procedure, the left ventricular (lv) lead had dislodged. It was noted that the lv lead was demonstrating loss of capture. The lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.